Manufacturer narrative:
Approximate age of device ¿ 7 months. The device has been returned for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed. No further information was provided.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was sleeping at home and experienced red heart alarms. The patient's symptoms included fainting. Low speed operation and pump stoppages were recorded in the system controller¿s log file upon outpatient clinic visit. An issue was suspected with the percutaneous lead (driveline). The patient underwent a successful pump exchange on (B)(6) 2018 due to suspected driveline fracture. The patient is in stable condition. No further information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. The reported pump stops and hazard alarms were confirmed through the review of the log files submitted by the account. Based on past experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of a potential driveline issue, specifically a short to shield. This potential driveline issue could not be confirmed through the evaluation of the pump. The pump was returned assembled with the driveline (dl) severed approximately 1.5 inches from the pump housing and the distal end of the dl was returned in two segments ¿ an 8.75¿ segment and the 27.75 inches distal end. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the intact areas of driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Although the potential driveline damage could not be confirmed through this evaluation, it should be noted that pump stops and low speed events were confirmed through the evaluation of the submitted log files. These events only appeared to occur while the patient was supported by the power module. Although a specific cause for the low speed events could not be conclusively determined, the log file findings appear consistent with a potential driveline issue, specifically a short to shield. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The hmii lvad instructions for use (IFU) and patient handbook explain that all hm ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. This IFU also outlines all system controller alarms (including low flow hazard and pump off alarms), as well as how to respond to such events. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.